Manufacturer narrative:
Investigation summary: investigation conclusion: bd was not able to duplicate and confirm the failure because photo or samples were not provided which are necessary to perform better investigation and to know specifically where leakage issue was presented in the device, however, customer confirmed that the leaks came from the injection port; this failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Process fmea rm5819 and eura eurap2053001 were reviewed and there are proper controls in place to detect product malfunctions. Root cause description: based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59. Also nogales site opened CAPA to perform an investigation. Rationale: nogales will open a CAPA (#(B)(4)) not because of the cid as it is ¿no CAPA required¿ as per (B)(4) based on the severity and occurrence calculation, the reason to open the CAPA is to better support a situation analysis opened.

Event description:
It was reported that the bd connecta¿ stopcock with valve & extension tubing experienced leakage during use.